Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of rapid insulin injection (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) and h4 (device mfg date) were incorrectly updated in the initial report. Correction has been made.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of rapid insulin injection (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of rapid insulin injection (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Sensor state 3 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of all functionality test indicate that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.